Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a physically damaged l602 inductor on the bedside pca. Additionally, contamination was discovered on the battery board pca. The root cause for the contamination was ingress of an unknown liquid. The root cause for the damaged l602 inductor could not be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger.

Event description:
A us distributor reported that a patient's battery charger would not power on.